Event description:
Patient's mom called to report issues with a sleep monitoring device being used by her daughter. Daughter rented a sleep monitoring device from (B)(6), a sleep clinic. Patient was suppose to wear device for a few days to monitor sleep activity/quality. 3 days into wearing the device, patient started to experience symptoms of itchy/scratchy throat, which developed into a soar throat. Mom thinks since this is a refurbished device trying to sterilize the device can be a challenge. Mom states that the only piece of the device that's brand-new is the cannula. The patient experienced these same symptoms in 2024 with another refurbished device that only had a new cannula. Patient was diagnosed with hurlers syndrome about three years ago.